Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider reported that the patient was feeling pain in their back and knees but they were unsure why they were feeling pain. The paint had been present since implant. It was recommended that the patient get an MRI. The doctor may need to readjust the leads but they wouldn't know until the MRI was performed. The MRI was scheduled for (B)(6) 2015 and it was confirmed that the device was MRI compatible. The patient noted that the device had never worked from the start and they wanted it out. They were going to try and meet with a manufacturer representative to have the device checked. The patient was indicated for spinal pain. No results of the MRI, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.